Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. The inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant medical products: 4068-58 lead - implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
Pacing leads were returned and analyzed. Pacing leads were tested out-of-specification.